Manufacturer narrative:
(B)(4). A device history record review could not be performed as a valid lot number was not provided by the customer and sales history could not be obtained without customer information. The instructions-for-use provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a valid lot number was not provided by the customer and sales history could not be obtained without customer information. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: incidents involving malfunctions of the mat responder tourniquet occurred. Exact number of events and further details are not available.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: incidents involving malfunctions of the mat responder tourniquet occurred. Exact number of events and further details are not available.